Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the first pullback of the ivus catheter was performed, the opticross 18 was advanced forward while imaging, causing the catheter to wrap around the wire. The physician was able to remove the device intact by extracting both the ivus catheter and the wire from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the first pullback of the ivus catheter was performed, the opticross 18 was advanced forward while imaging, causing the catheter to wrap around the wire. The physician was able to remove the device intact by extracting both the ivus catheter and the wire from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Media returned by the customer was inspected and showed evidence of the catheter material twisted issue.